Event description:
At about 1 year 8 months after the primary, the patient came in reporting pain due to a subsided stem and the cause is unknown. The surgeon revised the stem and head and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 17 october 2025. Stem: m-vizion 01.22.106 distal stem ø17mm l 140mm straight lot. 2101129 (k170690): (B)(4) items manufactured and released on 23-july-2021. Expiration date: 2026-07-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Stem: m-vizion 01.22.401 proximal body &oslash;20mm l 40mm std with holes lot. 2247722 (k170690) lot 2247722: (B)(4) items manufactured and released on 29-march-2023. Expiration date: 2028-03-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: based on the information available no definitive root cause can be established, although it is possible that factors such as low bone quality may have contributed to the event. Although no root cause can be confirmed, the investigation does not indicate any potential manufacturing related issue or systemic deficiency.